Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of occlusion from the reservoir. The customer's blood glucose reading was unknown. The customer stated that one of the infusion sets went bent and gave her no delivery alarm while priming. The customer reported that alarm did not occur during manual prime. The customer stated that alarm was resolved by complete set change. The product was returned for analysis.